Event description:
It was reported there was an abrasion in the balloon and blood leaked back into the catheter. More information has been requested. In 2008- follow-up from the sales rep stated they did not place a second balloon. It was then discontinued.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.